Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 01/07/2015 with the following findings: the display screen has a pinkish contrast. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the pump had a dim display. Resetting the pump to default settings did not resolved the contrast issue and the patient was unable to safely read the pump. The patient allegedly experienced a blood glucose (bg) of 600 mg/dl with polyuria, but did not require any unusual treatment. Customer support advised the patient to discontinue pump use. This complaint is being reported because the display issue was not resolved and the patient experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.